Event description:
It was reported that the safety mechanism of the bd nexiva¿ closed IV catheter system with bd maxzero¿ needle-free connector was stuck at the hub and would not disengage from the catheter. The following information was provided by the initial reporter: "grey hub would not release from inserted IV catheter. Required 2 rns - 1 to stabilize the inserted IV catheter and the other to apply pressure/twist/pull the grey part off".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 07-dec-2022. H6: investigation summary: bd received a 20 gauge nexiva needle assembly from lot 2025297 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the needle had fully retracted inside of the tip shield. Upon further inspection, it was found that the needle tip and tip shield had damage that could affect the units ability to decouple. The damage to the tip shield was consistent with the needle puncturing the material and creating flash, which could cause tightness and restrain smooth decoupling. Therefore, based off the visual inspection and testing the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect. Damage to the tip shield may occur if the hold down pin was bent because of a misalignment during cannula insertion. The bent pin could make a skiving leading to extra flash as observed in this unit and also damaging the needle tip. The extra flash therefore would cause tightness of the tip shield.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety mechanism of the bd nexiva¿ closed IV catheter system with bd maxzero¿ needle-free connector was stuck at the hub and would not disengage from the catheter. The following information was provided by the initial reporter: "grey hub would not release from inserted IV catheter. Required 2 rns - 1 to stabilize the inserted IV catheter and the other to apply pressure/twist/pull the grey part off".